Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "seroma-late, granuloma, rupture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, granuloma, rupture.

Event description:
A healthcare professional reported a patient experienced the events of ¿[per ultrasound] left device unstructured with periprosthetic liquid. Nodule on left breast (siliconome). Probable extracapsualr rupture¿. MRI showed ¿left device with signs of intracapsular rupture. No siliconomes¿. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as unidentified opening. (Shell thickness within specification) seroma-late: unable to observe as it is a medical event not related to the device. Granuloma: unable to observe as it is a medical event not related to the device. Additional observations: observed creases on the device. No further actions are required as the device was implanted. Device photograph(s) for the device related to the reported event of rupture, seroma-late and granuloma was reviewed on october 14, 2022. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe as it is a medical event that is not related to the device. Granuloma: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
A healthcare professional reported a patient experienced the events of ¿[per ultrasound] left device unstructured with periprosthetic liquid. Nodule on left breast (siliconome). Probable extracapsualr rupture¿. MRI showed ¿left device with signs of intracapsular rupture. No siliconomes¿. The device has been explanted.